Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that they went from a catheter to having to rethink their bladder and everything so they were not sure about the improvement on symptoms. Patient said they would go back to work soon and would like the time frame to be differently than the one they had with the catheter every 30-45 minutes; they would like it to last longer before going to the restroom so they could be in a more normal time frame if at all possible. Patient confirmed they felt the stimulation sensation after the procedure. Patient said they felt it too sharp but the manufacturing representative (rep) turned it down after the procedure. The patient was redirected to their healthcare provider to further address the issue. Patient reported urinary symptoms.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.